Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 600 mg/dl with ketones. The customer cleared the alarm and resumed insulin delivery. The contact declined tandem tech support's offer to troubleshoot to determine a possible cause of the occlusions. The contact indicated that the cartridge, infusion set and site would be changed.